Event description:
It was reported that on (B)(6) 2025, a 29mm epic valve was selected for implant. At the beginning of the threading process, the valve holder released even though the press release button was never pressed. This caused the valve to fall to the floor and become unusable. A 31mm epic valve was used instead to complete the procedure. The patient remained hemodynamically stable throughout the procedure, however there was a delay associated with the replacement. The patient condition is stable.

Manufacturer narrative:
An event of the premature separation of the holder when handling the valve was reported. It was indicated that valve holder released even though the press release button was never pressed. A returned device inspection, to rule out any device-related causes, could not be performed as the device was implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the received information, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Per the information available, abbott cannot further speculate on why the reported event occurred.